Event description:
Clinical trial. It was reported that during a carotid artery stenting procedure, placement difficulties were encountered. Initially, a filterwire ez embolic protection device was deployed in the target lesion located in the mid right common carotid artery. Pre-procedure stenosis was 90%, the lesion was 34.8mm long, with a reference vessel diameter of 7.0mm. Predilation was performed following filterwire deployment. It was noted in the site monitoring report that the first stent jumped, requiring a second stent to be placed. Total stented length of the treated vessel was 45 mm, resulting in 10% residual stenosis. There were no adverse events noted.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.